Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (hemorrhagic stroke and peripheral thrombus) cannot be conclusively determined through this investigation. The report of a possible outflow graft kink was confirmed via computerized tomography images/video provided by the account. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists bleeding, stroke, and thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section states that the distal end of the graft is designed to be cut to the preferred length, and sutured to the ascending aorta by an end-to-side anastomosis. A reinforced tube serves as a bend relief around the outflow graft to prevent kinking and abrasion. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The instructions for use warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 lists thromboembolism as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is also provided in this section. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 11nov2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (hemorrhagic stroke and peripheral thrombus) cannot be conclusively determined through this investigation. The report of a possible outflow graft kink could not be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists bleeding, stroke, and thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section states that the distal end of the graft is designed to be cut to the preferred length, and sutured to the ascending aorta by an end-to-side anastomosis. A reinforced tube serves as a bend relief around the outflow graft to prevent kinking and abrasion. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The instructions for use warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 lists thromboembolism as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is also provided in this section. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had been admitted through the emergency room with neurological changes (i.e. Weakness on one side). Symptoms have since resolved. CT scan showed small subarachnoid bleed. Carotid ultrasound showed extreme narrowing of left carotid artery. Patient remained in hospital and was listed 1a for transplant. Left carotid embolectomy performed and clot retrieved. CT of chest showed possible outflow graft kink as possible source of thrombus. The patient remained inpatient on bivalirudin, and was listed for transplant. No neurological deficits as of (B)(6) 2020.